Event description:
Reporter states " tape does not function in capacity as described for marketing. Will not endure stability under conditions which are expected in use with endotracheal tubes. Will not hold. Becomes looes which creates a safety issue w/pts. Who are on life support. Has to be changed frequently much more often than it should be."